Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto xp, soundstar catheter. (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that with 736 patients with paroxysmal af were enrolled in the sfaf and iuaf studies using navistar thermocool catheters. Five-hundred eight (508) from the sfaf study and 228 from the iuaf study. Of the total, 381 were <65 years of age (264 sfaf, 117 iuaf) and 355 were 65 years of age or older (244 sfaf, 111 iuaf). Among them, 6 patients died during the follow-up period. It is unknown the reason they died. Title: ¿healthcare utilization and quality of life improvement after ablation for paroxysmal af in younger and older patients¿ the purpose of this study was to quantify the healthcare utilization and quality of life benefits of catheter ablation for af, for patients 65 years compared to patients <65 years. Suspect device is navistar thermocool catheter, however catalog and lot number are unknown. No additional information is available at this time.